Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display that was hard to read. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a dim display that was hard to read. During troubleshooting, the customer stated that the display was very dim at the highest brightness setting. The customer was informed that the user interface could be replaced, or that the display could be upgraded to the second-generation display. The customer was provided with the part numbers for the replacement parts.

Manufacturer narrative:
H10: a remote service engineer (rse) evaluated the device and determined the issue was due to a failure related to the user interface assembly; however, the repair cannot be conducted at this time due to the back order status of the suspected part (user interface assembly) needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.